Event description:
The customer reported that the centrifuge bowl exploded during cycle 2 of the treatment procedure. Name of complainant: same as reporter. Customer stated that the treatment would be aborted and no blood/blood products were returned to the pt. Customer stated that no one had been exposed to biohazard fluids. The blood was, mostly, under the bowl, only a few drops were on the machine. Service order # (B)(4) was dispatched to inspect the instrument. Service order # (B)(4) was dispatched to inspect the instrument. The customer returned the data key for investigation.

Manufacturer narrative:
A review of lot file # a744 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot # a744 was performed. There was one additional complaint reported for a bowl leak and two additional complaints reported for centrifuge blood leaks to date for this lot. No trends detected. Service order feedback: centrifuge was removed and cleaned of coagulated blood and washed with nac1. The field engineer performed the checkout procedure. The device is operating within specification. This assessment is based on the information available at the time of the investigation. The data key was received and analyzed. The kit was not received for investigation. Based on the investigation for this complaint, no root cause could be determined and no remedial action was taken. A more thorough investigation would have been possible if the bowl was returned for examination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).